Event description:
The complainant alleged that during routine testing by a biomed the device would not operate on battery power and the pacer output values were incorrect. The complainant indicated there was no pt involvement with this reported malfunction.